Manufacturer narrative:
Blood was observed in the cannula. The download data shows that the device generated an 0x6a alarm, indicating an occlusion. Blood was observed inside the reservoir. Fluid did not flow through the complete fluid path upon initial rotation of the ratchet gear. The distal tip of the soft cannula was found to be occluded with blood. The occlusion was removed by pushing the soft cannula down the formed needle with tweezers. Once the occlusion was removed, fluid flowed freely through the complete fluid path. The blood blockage prevented the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia/diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626[1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755[1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"

Event description:
It was reported by the patient's parent that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours on the leg. The patient was borderline diabetic ketoacidosis (dka). The patient was drinking allot of water. They stated that they had stomach pain. The patient's parent stated that they received a pod hazard alarm. The patient was taken to the hospital. They stated that they had to remove the pod to receive intravenous therapy with insulin and fluids. The patient was released after 1 day.